Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed there was discrepancy in the data, the initial rhythm showed av sequential pacing, but the diagnostic fast path summary showed 100% mode switch. No intervention was reported. The patient was in stable condition.